Event description:
It was reported that the customer experienced a strong smell of insulin inside the insulin pump. The mother stated that it was suspected that the insulin was leaking, and air bubbles in the reservoir was observed. The mother stated that the customer's blood glucose was within target. In addition, the mother stated that the customer had an related virus and they were able to treat and make adjustments to bring the glucose level to normal again. No further info was provided. `

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.